Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during the set-up for a tha surgery, a cs/csl/geradschaft-plus extract screw m6 was cross threaded into the implant and the metal is beginning to peel off. As this was noticed during the set-up, the patient was not yet involved.

Manufacturer narrative:
It was reported that, during the set-up for a tha surgery, a cs/csl/geradschaft-plus extract.screw m6 was cross threaded into the implant and the metal is beginning to peel off. As this was noticed during sterilization activities, the patient was not involved. The device intended for use in treatment was returned for investigation. A product evaluation was performed, and it was found that the thread is damaged significantly and is not functional. So, the mentioned failure mode of material twisted can be confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed 2 additional complaints reported for the same batch in scope with related failure mode, where the root cause is related to problems attributed to design constrains. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A relationship between the reported event and the device can be confirmed, with the root cause related to design constrains. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Considering the performed visual inspection, this device failure may arise from a ¿wear and tear issue¿. Regular wear and tear are known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.